Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they had a no delivery alarm during the night and that the customer had a high blood glucose the next day. The customer¿s blood glucose level was 425 mg/dl. They did not mention any form of treatment. The caller was reporting a past event. Troubleshooting was performed. The caller had placed the customer on their old insulin pump. They did not have any other issues with the back-up insulin pump. The caller reported that the event was resolved by changing the complete infusion and reservoir set. The insulin pump was replaced and returned for analysis.